Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had a skin irritation. The patient reported that his skin burned and stung but he did not have a rash. He did report that he had a spot with broken skin that was raw. The patient reported that he was using an anti-itch cream on the area. The patient did not received medical intervention. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction.